Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The hard drive was reformatted and the software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the images were not matching up with the patient demographics on the 8800 system. No patient injury was reported.